Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported the eye tracker was unable to track during treatment of the left eye. The eye tracker was turned off before finishing treatment . The treatment was completed with no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During an onsite visit, the fse (field service engineer) was not able to replicate customer reported event. Fse verified eye tracker components operational and was able to track per specification. Ensured all connections, mirrors, camera, ir (infrared) pods aligned, working properly, and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).